Event description:
The customer reported that the dose rate in hlf mode exceeds 20r/min.

Manufacturer narrative:
The ge service rep adjusted dose rate in hlf mode to 17.66r/min. System operates as intended.